Event description:
During an esophageal dilation procedure, the physician used a cook endoscopy hercules 3 stage esophageal balloon to dilate the distal end of the esophagus. The physician observed the area to be dilated, inserted the dilation balloon and inflated the balloon to 18mm. The balloon was not holding pressure and not dilating. The inflation device ran out of water and was refilled. The physician continued to inflate the balloon until the patient began to aspirate. The physician realized the balloon had a pinhole and quickly removed the balloon dilator. The water in the esophagus was removed with the suction channel of the endoscope. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A visual examination of the balloon material confirmed the presence of a small hole. The hole is located near the distal end of the dilation balloon. When the balloon is inflated with water, a small and steady stream of water exits the balloon material at the location of the small hole. No portion of the balloon material is missing from the device. A product discrepancy that could have caused or contributed to the hole in the balloon material was not observed during our laboratory analysis. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Aspiration is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. The information provided indicated the balloon was not holding pressure and the inflation device was refilled. Refilling the inflation device with additional water before removing the compromised balloon could have contributed to additional water in the esophagus above the balloon and structured area. Continuing to inflate the compromised balloon with additional water could have contributed to the reported occurrence of aspiration. A possible contributing factor to a small hole in the balloon material is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A small hole in the balloon material can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. Prior to distribution, all hercules 3 stage esophageal balloons are subjected to a visual inspection prior to distribution. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: the appropriate personnel have been informed of this observation in an effort to heighten awareness. No further action warranted at this time because the report of aspiration is an inherent risk of the procedure and involves a known potential complication. Customer quality assurance will continue to monitor for complaint trends.